Event description:
A surgeon reports that following a bilateral intraocular lens (iol) implant surgery, a pt reported blurry vision near and distance. Right eye MDR # 1119421-2007-00246. Left eye MDR# 1119421-2007-00247.

Manufacturer narrative:
The product was not returned for analysis. Result from the product history record review indicated the product met release criteria. There have been no similar complaints reported in this lot number. Add'l info was requested 05/13/2007, 05/16/2007, 5/21/2007, 5/25/2007 and 5/29/2007 by mail, fax, and phone. A completed questionnaire has not been returned.